Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to download due to button keypad anomaly. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. Customer declined to troubleshoot for the button error alarm. Product is not being returned or replaced.